Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, tilt, fatigue, chest pain, shortness of breath, cramping, tingling, leg swelling, and fear/anxiety. The following allegations have been investigated: shortness of breath, leg pain, inability to walk/trouble with excessive walking or any type of exercise, and limited physical activity. The reported allegations have been further investigated based on the information provided to date. The alleged tulip is manufactured and inspected according to specifications. A total of (B)(4) devices were manufactured in the reported lot. To date, one other complaint has been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fatigue, chest pain, cramping, tingling, leg swelling, fear/anxiety, constant shortness of breath, leg pain, inability to walk/trouble with excessive walking or any type of exercise, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to saddle pe (pulmonary embolism) and left lower dvt (deep vein thrombosis). Patient alleges tilt, vena cava perforation. Patient further alleges to have experienced, limited physical activities, constant shortness of breath, leg pain, inability to walk/trouble with excessive walking or any type of exercise, "shortness of breath, fatigue and chest pain. Cramping, tingling, and swelling in the left leg. Fear and anxiety that since the filter has four (4) punctured struts through the ivc wall that this will cause further damage and future organ perforation and death." Per, operative note (filter implantation), dated (B)(6) 2010, "successful infrarenal inferior vena cava filter placement." Per abdominal CT, dated (B)(6) 2019, "the filter tip is moderately pointed to the right. The 4 long struts of the filter have penetrated the ivc. No hemorrhage or fistulous connections are identified."